Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Initially it was reported that after opened before inserted into the patient¿s body, it was checked that valve was broken (before inserting the dilator). The procedure was then successfully completed without patient consequence. Handling of replacement sheath. Additional information was received on the event on 23-jan-2022. The valve section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was not being used on the patient. No blood return was observed. Correction was received on 25-jan-2022 on the event provided initially. After opened after inserted into the patient¿s body, back blood was confirmed from valve (after the dilator was inserted). Handling with replacement of sheath. The procedure was then successfully completed. The procedure was completed without patient's consequence. Additional attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 13-feb-2022. It was further reported that the valve seemed to be broken. The hemostatic valve did not become detached from the sheath and did not break into two or more separate pieces. The sheath was being used on the patient. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. A few drops of blood were lost but the exact amount is unknown. No medical intervention was required to stop the bleeding. Additional information was received on 18-feb-2022: the device was not used on the patient before/during device deficiency. Additional information has been requested to clarify discrepancy in reporting regarding if the device was being used on the patient. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on 29-mar-2022. It was confirmed that the device was used in the patient body. The device evaluation was completed on 29-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was broken. After opened before inserted into the patient¿s body it was checked that valve was broken. The procedure was then successfully completed. The procedure was completed without patient's consequence. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and backpressure test of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that no damage or anomalies were observed on the vizigo sheath. A backpressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).